Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had been using the 4a2045 kit successfully for an extended period and experienced no issues with leakage or infections. Since this product was discontinued, customers have been using the suggested replacement, sku 4a5044, which was a unisex catheter kit. Customer reports that this alternative does not work well for them, noting that it consistently leaks and does not function in the same way as the male specific design. Customer also shared that they have trialed multiple substitute products over the past few months, and all have resulted in utis and additional difficulties, making the discontinued 4a2045 the only product that reliably met their clinical needs. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: b. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had been using the 4a2045 kit successfully for an extended period and experienced no issues with leakage or infections. Since this product was discontinued, customers have been using the suggested replacement, sku 4a5044, which was a unisex catheter kit. Customer reports that this alternative does not work well for them, noting that it consistently leaks and does not function in the same way as the male specific design. Customer also shared that they have trialed multiple substitute products over the past few months, and all have resulted in utis and additional difficulties, making the discontinued 4a2045 the only product that reliably met their clinical needs. It was unknown what medical intervention was provided for urinary tract infection.